Event description:
The catheter leaked chemotherapy drugs.

Manufacturer narrative:
The sample was received on 05/20/2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4)